Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced prolonged hyperglycemia and believed the ilet was not delivering sufficient insulin; review of the ilet report showed two meal announcements preceding a multi-hour high, and the user later performed a false meal announcement to lower glucose. Symptoms included elevated blood glucose. Outcomes included no hospitalization and glucose in range by the end of the interaction. Investigation included review of device data and troubleshooting with user education, including confirmation that the pump was delivering automated corrections and pausing as glucose trended down, and discussion of factory reset with the trainer. Investigation of this case revealed normal device function with no device or component malfunction identified, and user technique likely contributed, including meal announcements made mid-meal and a false meal announcement; the user was counseled to announce within 30 minutes of first bite and to announce only food they are certain to consume, with additional announcements for more food. It was concluded, based on previously established findings for similar reports, that the cause was unclear but consistent with use-related factors rather than device failure.